Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The complaint indicated that the device had displayed an error message "defib comm failure", which is a self-test failure. The device performs self-tests automatically as a design safety feature in order to alert the device user to malfunctions. In this case, the device correctly detected an internal problem and the malfunction alert system performed as designed. Evaluation of the device confirmed the reported malfunction. Inspection of the device's internal log file showed that the self-test system detected and recorded a "defib comm failure" error message. The defib comm failure error message shown in the log, indicates that the device's defib board was outside of a specified tolerance band. The fault on the defib board could not be further isolated and consequently, it was replaced to restore device operation. The device was fully inspected and passed all performance and release testing.

Event description:
It was reported that this unit displayed a "defib comm failure."